Event description:
It was reported that when using the bd pyxis¿ medstation¿ es read, write, or invalid cubie memory error occurred. Medications were locked inside several cubies, and the cubies could not be opened. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer not showed medication on the map. The field service engineer assisted the customer in unloading and reloading medication to ensure proper display. The system was tested in hardware test application to confirm resolution. A functional test was performed, and diagnostics were run successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es read, write, or invalid cubie memory error occurred. Medications were locked inside several cubies, and the cubies could not be opened. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.